Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system when he was rewind the insulin pump. Customer's blood glucose was 113 mg/dl. Troubleshooting was performed. Customer stated the device was not dropped nor bumped prior to the alarm occurring. Customer stated the drive support cap appeared to be normal and didn't recall pressing it in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Compromised for sensor system alarm was not verified due broken off end cap. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.